Manufacturer narrative:
(B)(4). The explanted devices were not returned to bsn.

Event description:
A report was received that the patient developed a scar tissue around the lead which was uncomfortable. It was also reported that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure. No device malfunction was suspected.